Event description:
It was reported that the user experienced low glucose after announcing meals with the ilet, including a drop from a reported glucose of 156 mg/dl to 67 mg/dl after dinner, and the user reduced or stopped announcing meals to avoid lows, indicating an incorrect procedure related to meal announcements and involving the user interface. Symptoms included hypoglycemia with shaking or tremors and muscle weakness. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method of meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.